Event description:
On (B)(6) 2025, the user reported receiving an ¿unable to proceed¿ alert during a supply change and was unable to continue despite attempts at a dry run. A replacement ilet was arranged, with instructions provided for data sync, shutdown, and return process. Later follow-up confirmed the user was using dexcom g7continuous glucose monitor (cgm) with a blood glucose (bg) of 200 mg/dl while off insulin, awaiting healthcare provider guidance on dosing. The highest blood glucose (bg) recorded was 200 mg/dl. No symptoms or medical intervention were reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.